Manufacturer narrative:
The insulin pump received with no esc button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was unable to perform the displacement test due to no button response. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he received a meter bg now alert that he could not clear because the buttons were not responding. The customer changed the battery and the insulin pump alarmed button error. The customer stated he was on a cruise ship and was up on deck and had the device clipped on the waist band. He also went out for a walk and had the insulin pump facing his skin. Blood glucose value was 88 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.